Manufacturer narrative:
(B)(4). Summary: the device was serviced on-site at the customer's facility. The reported issue was not confirmed and no cause was identified. A service history review revealed no previous service events were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump alarmed failure code 22. The process step is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An event history log review was performed; a review of the event log was not able to confirm the reported problem. Should additional relevant information become available, a supplemental report will be submitted.